Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate toric lens and the lens tore during insertion. The incision was enlarged to remove the lens, but no sutures were required. Another lens was implanted.

Manufacturer narrative:
H6: results - (other): visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn in half. Clear surgical and reddish residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.